Event description:
Customer"s family member reported customer received a reading of 90 mg/dl on her adc blood glucose meter, which was lower when compared to health care professional"s (hcp) meter reading of 640 mg/dl. The caller further reported customer subsequently experiencing lethargy and "not feeling herself". Customer was seen by the doctor in the hospital and was treated with insulin. Insulin is a change to the customer's normal medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.